Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout or external flash crc test. Unable to determine the root cause, problem isolated to electrical board .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an open book error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for open book error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.